Event description:
It was reported there was no marker at the tip of the catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.